Event description:
It was reported that the patient had developed blisters near the device. The patient popped the blisters which resulted in scabbing. The device was removed from the pocket and the pocket was cleaned out with antibiotics. The device was then reimplanted and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.